Event description:
Pt complaining of increasing firmness to breasts, having had augmentation mammoplasty approx 10 yrs prior. Upon removal it was discovered that left implant was broken and had a tear in the posterior seal. Free gel was in the cavity.